Manufacturer narrative:
The processor pca needs to be replaced but the customer refuses to pay for this repair due to the price. The device remains out of service.

Event description:
The customer reported to philips that the device has booting problems. There was no patient or user involvement.